Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information to section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for a sheath and locator connection issue. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformance's reports (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
Additional information was received on 13 feb 2024: angioplasty procedure using a 6fr sheath was performed on the patient. The blood loss was minimal. Patient was in stable condition. There was no difficulty inserting the locator into the hub. User was able to successfully insert but not lock. No audible click on mating. No tactile feedback after mating. User was unable to mate the locator with the hub after several tries. The locator separated after mating with the hub. The locator was too loose and failed to stay in place. Separated before using on patient.

Event description:
The user facility reported that the involved angio-seal device sheath and dilator wouldn't click together and came apart. Another two were opened with the same issue and then the doctor pressed to close. No patient harm.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: consultant. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.